Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Study: dots. Clinical notification received for revision of right knee to address flexion instability. Date of implantation: (B)(6) 2014; date of revision: (B)(6) 2015; (right knee). Treatment: femur and tibial insert revised

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. No code available (3191) is used to capture fall.

Event description:
On (B)(6) 2015, the patient underwent a revision of the femoral component and the tibial insert, secondary finding loose patella, due to flexion instability, pain, and swelling. During the procedure the surgeon noted that the patella bone had fractured at the superior and lateral portion of the patella and it was loose. Depuy components were used in the revision along with competitor cement x1.

Manufacturer narrative:
H10 additional narrative: product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.